Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the tower door was failed. The field service engineer tested the device within the application and proceeded to uninstall the center column. Oxidation was found on the micro switches, which was carefully removed to restore proper contact. All connections were re-seated to ensure stability. After completing these steps, the engineer successfully tested the frame, confirming that it was functioning as expected. The system functioned as intended after field service engineer repaired the device. E.1 initial reporter facility: tennessee valley veterans affairs healthcare system.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.